Event description:
The customer reported that the battery contacts are bent and the unit does not always work nor alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (Battery contacts are bent). Evaluation results: evaluation of the returned product found that the alarm powers on and all alarm functions work. The battery springs are bent and mis-aligned. There is no damage to the alarm case. (B) (4).